Manufacturer narrative:
Based on the limited information available at this time, an assessment cannot be made in regards to the allegations made by the patient's attorney. As alleged eleven years post implant the patient underwent a procedure and the composix kugel patch was noted to have "buckled and contracted" and was found to have eroded into the small bowel. Patient medical records have not been provided. While it is alleged, that upon explant the patch was found to have "buckled and contracted" the sample was not returned for evaluation, therefore the reported condition of the patch cannot be confirmed. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Should additional information be obtained, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following is alleged by the patient's attorney. On (B)(6) 2005 - the patient underwent surgery to repair a ventral hernia. As reported, the patients hernia was repaired with a bard/davol 13.8cm x 17.8cm large oval composix kugel hernia patch, product code 0010202. On (B)(6) 2016 - the patient underwent surgery to remove and replace the composix kugel patch. As alleged, the procedure was initially attempted via a laparoscopic entry but was converted to open given the condition of the composix kugel patch. It is alleged that the patch was found buckled and contracted and had "eroded into multiple loops of small bowel, which is where the bowel perforations were identified." As alleged, 43cm of the patients bowel were resected and the "explanted composix kugel patch measured 12.5cm x 10cmx9cm, whereas pre-implant the device was 13.8cm x 17.8 cm. This evidences significant buckling and contraction of the composix kugel patch." The patient's attorney alleged, the patient was seriously and permanently injured and has suffered and will continue to suffer physical pain due to the alleged defective composix kugel patch.

Manufacturer narrative:
Based on the limited information available at this time, an assessment cannot be made in regards to the allegations made by the patient's attorney. As alleged eleven years post implant the patient underwent a procedure and the composix kugel patch was noted to have "buckled and contracted" and was found to have eroded into the small bowel. Patient medical records have not been provided. While it is alleged, that upon explant the patch was found to have "buckled and contracted" the sample was not returned for evaluation, therefore the reported condition of the patch cannot be confirmed. A review of the manufacturing records was performed and found that the lot was manufactured to specification. This supplemental emdr is submitted to document the additional information provided. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 12 years post implant of composix kugel mesh, patient was diagnosed with abdominal pain, infection, abscess, cellulitis, adhesions, bowel perforation and mesh migration thereby underwent repair with removal of the mesh. The adverse reaction section of the instructions-for-use, supplied with the device identifies adhesions as a possible complication. The warning section of the IFU states that, "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." Note the patient¿s attorney alleges ring break, however, there is no indication in the medical records provided that a ring break occurred. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following is alleged by the patient's attorney. (B)(6) 2005 - the patient underwent surgery to repair a ventral hernia. As reported, the patients hernia was repaired with a bard/davol 13.8cm x 17.8cm large oval composix kugel hernia patch, product code 0010202. (B)(6) 2016 - the patient underwent surgery to remove and replace the composix kugel patch. As alleged, the procedure was initially attempted via a laparoscopic entry but was converted to open given the condition of the composix kugel patch. It is alleged that the patch was found buckled and contracted and had "eroded into multiple loops of small bowel, which is where the bowel perforations were identified." As alleged, 43cm of the patients bowel were resected and the "explanted composix kugel patch measured 12.5cm x 10cmx9cm, whereas pre-implant the device was 13.8cm x 17.8 cm. This evidences significant buckling and contraction of the composix kugel patch." The patient's attorney alleged, the patient was seriously and permanently injured and has suffered and will continue to suffer physical pain due to the alleged defective composix kugel patch. Addendum per additional information: (B)(6) 2005 - patient was diagnosed with bowel obstruction due to incarcerated ventral hernia thereby underwent open repair with the implant of composix kugel patch. Per operative notes, "hernia sac was identified and dissected free. Umbilicus was excised as it was adherent to the hernia sac. A bridge of fascia connecting the two hernia defects were opened, sac had been excised. A large composix kugel mesh was opened, more inferior hernia appeared to be between the rectus muscle and the anterior fascia. The mesh was sutured in place.¿ (B)(6) 2016 - patient was diagnosed with right lower quadrant abdominal pain, cellulitis, abscess, infected prosthetic mesh thereby underwent purulent fluid draining and antibiotics were provided. (B)(6) 2016 - patient visited hospital for abdominal pain, abscess, infected mesh and cipro antibiotics were provided for 4 weeks to treat infection. (B)(6) 2016 - patient was diagnosed with infected hernioplasty mesh, adhesions thereby underwent laparoscopic to open repair with removal of the mesh. Per operative notes, ¿upon inspection of the abdomen, loops of small bowel which appeared to be adherent to and incorporated into the mesh. Adhesions were lysed and getting as much of the small bowel dissected down from the anterior abdominal wall. The mesh was significantly incorporated into the small bowel, muscle and fascia with a significant amount of scar tissue. The mesh was dissected free. Anastomosis was then performed by creating 2 enterotomies. A piece of biological mesh was secured to the fascia.¿ attorney alleges that the patient had abscess, adhesions, bowel obstruction, bowel perforation, bowel removal, infection, mesh migration, mesh shrinkage, hernia recurrence, ring break, significant scar tissue, inflammation, pain and emotional injuries.